Event description:
There is a little rail on the locking caster that a bolt goes through and the rail has stripped out and the bolt just spins, can not tighten. The part is not available off chair. The caster is very loose. Veteran has another chair but he wants to use this chair.